Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73g1600431 investigation did not show issues related to complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The assisting doctor successfully used this instrument for 10 firings without incident. On the 11th and subsequent firings, despite having ensured that the jaws were clean, the bosses of the upper curve of the clip failed to load into the jaws. This rendered these clips unusable. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated with the same result. Two clips were applied to over-stressed surgical tubing and were able to stay attached. The remaining clips were able to fire with no issues. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: the reported complaint of "clips misfired" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
The assisting doctor successfully used this instrument for 10 firings without incident. On the 11th and subsequent firings, despite having ensured that the jaws were clean, the bosses of the upper curve of the clip failed to load into the jaws. This rendered these clips unusable. The patient's condition was reported as fine.